Event description:
It was reported by repair work order that the nurse call functioned intermittently due to cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.